Event description:
On 10/23/97, the pt was implanted into the nasolabial folds. The physician had difficulty implanting the left nasolabial fold, and noticed edema at the left nasolabial fold. The physician did not prescribe post-operative antibiotics. On the night of 10/24/97, the pt noted bruising under both eyes, puffiness in the periorbial areas, and some tenderness at the nerve block sites under both eyes, and edema at the left and right nasolabial folds. On 10/25/97, the edema increased, and extended from the nasolabial folds upward to the periorbital areas and laterally to both ears. The physician presecribed oral keflex and instructed the pt to apply ice packs. On 10/26/97, facilal swelling was still present with swelling at the right nasolabial fold improving faster than at the left. On 10/27/97, the swelling was much imrpoved, and the irritation at the exit and entrance sites and nerve block sites had resolved. The physician believed the bruising, swelling and irritation were secondary to the surgical procedure itself, and not related to the implants. On 11/20/97, the pt had had constant oozing at the implant sites. A consulting physician removed both implants, one because of infection, and one because of misplacement. It was reported that during the time he had the implants, he had severe flare of cystic acne.